Manufacturer narrative:
B4:19may2021. Philips authorized service personnel (asp) powered up the device and confirmed the error and observations were present. The asp then powered down the device and tried a different power management board with no change. The asp then removed the ac power and battery power, waited 3-5 minutes, and reconnected both ac and battery. The problem was not present. The asp then reinstalled the original board, and the problem was still not present. The asp ran the 20-minute internal battery test and the safety test that all successfully passed. No replacement parts were required, and the device was placed back in service.

Event description:
It was reported to philips that the device alarm led lights flash and the system shows an alarm led (light emitting diode) error. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site to provide additional assistance.